Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a sigmoid resection procedure. Reportedly, the instrument was difficult to remove. The surgeon used another device to complete the procedure. The hospital has reported no pt injury occurred.